Event description:
Allegedly, revisions were reported by the registry. Right knee. Unicondylar knee replacement. Aseptic loosening of the tibia.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in foreign country.